Manufacturer narrative:
The investigation of optical signal issue has been completed. The product was returned and evaluated. There were no abnormalities found with the optical sensor from visual inspection and 5s parameter check. There were also no abnormalities found with the dp sensor from visual inspection and electrical testing. The pump was run in a bucket of water and there were no abnormalities related to the sensor seen during this time. Pump flow was high during the test run but that is expected when running the pump in water per input from r&d. Field data log review of ~5 minutes while the pump was connected to the console but outside of the patient showed the pap read ~100 mmhg and ps read ~50 mmhg. A reading from the sensors while outside of the patient does not indicate any sensor issues per r&d input. No abnormalities were found with the data logs. The dp sensor measures the pressure difference between the inside and outside of the cannula, and the pressure value is used to monitor flow and is an input for the placement signal per the instructions for use there were also no alarms/events associated with the sensors during this time. There was no problem found during the case nor with the returned pump. The pump functioned to specification d4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-26923. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26923 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26923. H6 investigation conclusions code 4315 as erroneously entered on the initial manufacturer device report number 1220648-2025-26923.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 56 year old male patient had a rp flex placed after the patient was having ventricular tachycardia (vt) when being weaned from anesthesia. There was right ventricular (rv) failure and patient was being supported by the rp and 5.5 for the coronary artery bypass graft (CABG). The rp had signal issues and was removed and replaced. The patient survived the procedure.